Manufacturer narrative:
One knife rasp was returned for evaluation. Visual assessment of the device confirmed the reported breakage. The shaft has broken where it interfaces with the handle. The shaft of the device is bent in multiple locations and on two planes. The condition of the device indicates the device was subjected to excessive force during use. Per the devices instruction for use under ¿precautions¿ ¿as with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
The reported knife rasp, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the device broke during use. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force applied to the device during use. The instruction for use was reviewed and was found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy, the product broke near of the cable due to the excess of force when pushing the fragment. The piece was been removed from the patient with a clamp. The same device was used to complete the procedure with no delay or patient injuries.